Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced tubes/ extenders with molding defects. The following information was provided by the initial reporter. The customer stated: "sst vacuum blood collection tube, 367983, the outer diameter of the blood collection tube is less than 13mm, and the sampling inspection is 12-12.2mm, mainly 12.1mm. The blood collection tube cannot be capped on the assembly line, and after measurement, it is found that the outer diameter of the blood collection tube is reduced. At the same time, it has been discovered recently that there are yellow tubes stored in the refrigerator. Under the premise of no external force or transportation, the cap of the tube collapses on its own, which brings risks to the storage of specimens. This phenomenon has not been seen before the same storage conditions (refrigerator 4¿). This phenomenon is preliminarily determined to be related to the reduction of pipe diameter. " (B)(6) 2021 has confirmed with the local sales, there is no blood contact and leakage of the situation.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'stopper pop off due to tube dimension' with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by dimension analysis of the tube and hemogard closure. All dimensions measured within specification limits with no defects being observed. No issues were observed relating to 'stopper pop off due to tube dimension' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced tubes/ extenders with molding defects. The following information was provided by the initial reporter. The customer stated: "sst vacuum blood collection tube, 367983, the outer diameter of the blood collection tube is less than 13mm, and the sampling inspection is 12-12.2mm, mainly 12.1mm. The blood collection tube cannot be capped on the assembly line, and after measurement, it is found that the outer diameter of the blood collection tube is reduced. At the same time, it has been discovered recently that there are yellow tubes stored in the refrigerator. Under the premise of no external force or transportation, the cap of the tube collapses on its own, which brings risks to the storage of specimens. This phenomenon has not been seen before the same storage conditions (refrigerator 4¿). This phenomenon is preliminarily determined to be related to the reduction of pipe diameter. " (B)(6) 2021 has confirmed with the local sales, there is no blood contact and leakage of the situation.